Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to a non-abbott pacemaker implantation procedure. The first prostyle suture was successfully pre-placed. Reportedly, with the second device, the suture was not present when the plunger was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 23f and the pacemaker implantation procedure was completed. Hemostasis was ultimately achieved with the 2 pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.